Event description:
Information received to a trail conducted outside the us reporting that during a three month follow-up, angioplasty was performed because of restenosis on the target lesion (three months after the date of implantation. The procedure was completed successful.